Manufacturer narrative:
The returned product was evaluated and found to have terminated with an occlusion alarm, the root cause of which was determined to be a physiological occlusion. Occlusion alarm is a safety feature and not a malfunction. The audible alarm was also tested and performed as intended. No other defect or malfunction was found to have contributed to the reported hyperglycemia and emergency visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results grater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The patient called to report last week she was experiencing hyperglycemia with blood glucose greater than 500 mg/dl; pod was then deactivated and she had to go to the emergency room. At the emergency room patient was given intravenous therapy to treat her bg of 500 mg/dl. Patient also given herself a manual injection and her bg began to come down (amount and bg level not specified).